Event description:
The customer would receive blood glucose readings of 300-350mg/dl on the contour next, he would then go to the fire station to get retested , and the readings would be 120-130mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.product information was not provided. Product was not replaced.

Manufacturer narrative:
Initial reporter did not provide address or phone. The product information was not provided. The manufacture date could not be determined without it.